Manufacturer narrative:
(B)(4). Upon additional information become available this investigation will be updated.

Event description:
Boston scientific received information that during the implant procedure the right ventricular lead was repositioned several times due unacceptable measurements. This lead was finally implanted with normal measurements. Post implant checks measurements revealed out of range pacing impedances. At this time the device and lead remain implanted. No adverse patient effects were reported.